Manufacturer narrative:
(B)(4). Date sent: 12/16/2016. Batch # n5472l. The following information was requested, but unavailable: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? The analysis results found that the ntlc75 device was received with no reload present, the anvil tip and the anvil sub assembly were missing from the device. No functional test could be performed due to the condition of the device. It is possible that the damaged was due to an improper handling of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when assembling the body and cartridge and then trying to use it on patient, the handle part of the body suddenly broke apart. The hcp said they did not apply any force to the device. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.